Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly and buttons on insulin pump not working properly, sometimes they work and sometimes they had to be pressed multiple times before they respond. Customer's blood glucose level was unknown. Customer was asked to run self test and it was passed. It was also reported that the numbers were not ramping on their own and scroll bar was not moving with no input however pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens also button was not unresponsive during an easy bolus attempt. Trouble shooting was performed for keypad anomaly. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. Customer stated the buttons were not responding. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.